Event description:
Per independent repair center statement, unit was low o2 or yellow light. The key failure was that the pilot valve in the manifold was leaking. Additional malfunctions are the o-ring for the manifold and the tie straps for the sieve beds were defective and the sound box filter and cabinet filter were missing.